Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during closing the skull with the matrixneuro sterile kit one screw head broke off the screw during screwing in the skull. This screw without screw head stayed in patient¿s skull and new screws from the set were used. The second screw head is little damaged, some particles came off. The condition of the patient is stable. There was no delay in surgery. No special action is taken. Screws stayed in the patient and new screws were used to close the skull. This is report 2 of 2 for (B)(4).